Event description:
On (B)(6) 2012, the home patient (hp) contacted global technical services regarding a an unrelated complaint. During the conversation, the hp reported he had an infection and that his registered nurse was aware of it. On (B)(6) 2012, product surveillance spoke with the peritoneal dialysis nurse regarding the reported event. The following information was reported. In 2011, the patient began peritoneal dialysis (pd) therapy. On an unknown date in (B)(6) 2012, the patient experienced pancreatitis and was hospitalized for the event. Treatment during hospitalization included unspecified antibiotic treatment. On an unknown date in (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, approximately one week after hospitalization, the patient experienced peritonitis manifested by abdominal pain and was re-hospitalized for the event. The patient was treated with daptomycin intraperitoneally (ip). At the time of this report, it was unknown if the patient remained hospitalized. Pd therapy was ongoing throughout both hospitalizations. The patient was recovering from peritonitis. The nurse stated the hospitalization for pancreatitis caused the patient to get peritonitis. The nurse stated the event of peritonitis was unrelated to any baxter solutions, disposables or devices.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause is undetermined. A batch review was conducted for the suspect lots and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.